Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up, a patient reported to baxter healthcare that she had difficulty connecting the luer lock supplies on the home choice. Baxter healthcare contacted the patient on (B)(4) 2011. The patient mentioned she had trouble seeing and was partially blind which makes the luer lock supplies hard to connect. One companion sample was available and requested for the cassette. The patient was doing fine with therapy and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.